Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was charging normally, however the last time she went to recharge it would not. The device was overdischarged. The patient said the recharge time was becoming protracted over the last several charge sessions. The patient was aware that the battery was about to enter eri. The rep performed multiple al features with normal recharge mode. The rep then entered a prm. The plan was to perform the prm and focus on getting the patient to a surgeon that will expedite a complete system exchange to provide an MRI option in the future. No further complications were reported.